Event description:
It was reported that the device was interrogated in 2007, with 30 months expected longevity remaining. The patient later had multiple syncopal episodes. The following month, the device was unable to be interrogated, and there was no magnet response or apparent pacing. A maude report was later received reporting no output, pacing, or communication with device. Additional information received with the returned device reported syncope with fall and bradycardia with admission to the hospital. No output and telemetry problems were also reported. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary testing confirmed the reported no output and no telemetry conditions, which were found to be the result of lifted bond wires. It was reported that the device was interrogated in 2007, with 30 months expected longevity remaining. The patient later had multiple syncopal episodes. The following month, the device was unable to be interrogated, and there was no magnet response or apparent pacing. A maude report was later received reporting no output, pacing, or communication with device. Additional information received with the returned device reported syncope with fall and bradycardia with admission to the hospital. No output and telemetry problems were also reported. The device was explanted and replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure wire device was out of specification in a manner that relates to event interrogate, difficult to magnet mode discrepancy output, none pace, failure to.